Event description:
The user has no more hearing sensation with the device. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Moreover an accident or impact might have weakened the fixation of the implant since according to the device explant report the implant could be slightly rotated before explantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no more hearing sensation with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due excessive mechanical stress to the implant site appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. Re-implantation is considered.